Event description:
Medtronic (covidien) received report that an apollo microcatheter became entrapped and stuck; a segment proximal to detachment point appeared accordioned. The physician paused during onyx injection with a waiting time of 2-3 minutes. There was onyx reflux about 1.6 cm meaning .01 cm of reflux had passed the detachment point that is located at 1.5 cm form the distal tip of the apollo. The catheter was cut at the groin and pushed into the common femoral artery and the patient was placed on antiplatelet therapy. The entire catheter except for the hub remains in the patient. The patient is recovering in rehab from the initial hemorrhage that was not related to the procedure. No further information was available.

Manufacturer narrative:
There was .1 cm of reflux passed the detachment zone. (B)(4).

Manufacturer narrative:
The catheter was not returned for evaluation as the distal segment remains within the patient and the proximal segment was discarded; therefore, the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Note: per the apollo IFU (instructions for use) warnings: leave a gap between the reflux and the proximal marker band. Excessive reflux may result in difficult catheter removal. (B)(4). Information received from the same report as MFR: 2029214-2015-00799.